Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04053. The patient received her two extensions (with different lot numbers) on (B)(6) 2010. It was reported the patient had a follow up appointment with her physician, and the extension header was causing discomfort where the incision site was located. On (B)(6) 2011, the physician surgically repositioned the extensions to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.